Manufacturer narrative:
Lead model 3998 lot# v111320 implanted: (B)(6) 2008 explanted:na; extension model 3708240 lot# nkb010150n implanted: (B)(6) 2008 explanted: na; programmer model 37743 lot# nke111044n; recharger model 37752 lot# nka113723n. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient's rechargable implantable neurostimulator was elected by the patient to be removed and replaced with a non-rechargable device. No further details or patient symptoms were provided. There was no injury to the patient. The patient recovered ("from the operating room") without sequelae.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 37712 (B)(4) determined the battery had a reduced capacity due to an overdischarge. There were no significant anomalies with the ins. Good, stable output was found on all electrodes referenced to one electrode. According to the trace report obtained from the ins, the total recharge count was 81. The last 4 recorded recharge sessions had a typical coupling of 25%. The last patient recharge session was on 2011-(B)(6). The device was recharged for 1 hour and 24 minutes. The battery charged from 2.865 volts to 3.725 volts. The battery discharged to the lock mode on 2011-(B)(6). The ins was recharged for analysis. The recharger had full coupling with a 1 cm spacer between the antenna and the ins. The ins recharged for 5 hours from 2.505 volts to 4.050 volts.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.